Event description:
It was reported that the patient using an ilet bionic pancreas with a dexcom g7 experienced prolonged hypoglycemia, described as the algorithm being maladapted with frequent pauses and aggressive correction dosing, resulting in a severe low that required emergency glucagon administration; glucose was reported as ¿low¿ on cgm and the event lasted about two hours, and the case was transferred to the clinical management line. Symptoms included hypoglycemia, aspiration, and loss of consciousness. Outcomes included serious injury/illness/impairment and medication intervention with glucagon. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, with the problem categorized as a use-of-device problem and the device component not otherwise specified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.